Event description:
Report received of a cracked mal adapter resulting in leakage. The set was primed with 0.9ns and was piggybacked into the distal clave y-site of a primary set that was infusing taxol (115mg/250 d5w) at 270cc/hr via pump. The 0.9ns was infusing 1000ml at 75cc/hr. It was reported that the customer complained to the nurse that fluid was leaking on her hand and thigh. Upon investigation of the tubing set, the nurse noticed a hairline longitudinal crack on the male adapter of the piggy-backed tubing where it connected to the clave port of the primary tube set. It was reported that there was approximately 5cc of fluid spilled on the patient. The customer was not sure if any taxol leaked ut with the 9ns. The rn reported that there was no adverse event or skin irritation. No medical interventions were required. Though requested, no additional information was available.